Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up. The customer confirmed the user could not do adequate brushing of elevator area, due to wire breakage, as it is not possible to hold elevator for appropriate cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "k-wire was broken during procedure" occurred due to k-wire was broken during the procedure. However, the root cause of the phenomenon could not be specified. Additionally, the phenomenon "forceps elevator had foreign material" and the phenomenon "a-rubber was dirty" it is possible the device may not have been reprocessed properly due to breakage of the k-wire, as a result the foreign material was not cleared. Olympus was not able to identify the foreign material/stain. The root cause of the phenomenon's could not be identified. The event can be detected and prevented by following the instructions for use which state: "evis exera ii tjf type q180v operation manual includes the detection method chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. It was noted that the forceps elevator wire was damaged, completely cut off, and had foreign material. However, it was not possible to identify when the foreign material had attached to the scope. There was a possibility that the subject device was used on the patient with the foreign material attached. In addition, the bending cover was dirty and there were scratches found on the scope connector, scope connector cover, control unit, grip, and distal end cover. The connecting tube had a scratch and a wrinkle, the suction cylinder was shaved, and the universal cord had a dent and a scratch. Low angle was noted and there was damage on the charge coupled device unit causing black dots on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the elevator wire on the evis exera ii doudenovideoscope was observed to be broken during an unknown procedure. Consequently, the procedure was not completed. The customer returned the device to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the forceps elevator. This report is being submitted for the reportable malfunction found during evaluation. There was no harm or user injury reported due to the event.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The intended procedure was a therapeutic common biliary duct stone removal. The device was inspected and was found functioning okay without an elevator issue. The procedure was postponed and completed after two days using a loaner device with good health status of the patient.

Manufacturer narrative:
Corrected field - g2, added company representative to report source. This report is being supplemented to provide additional information based the additional information received from an olympus representative on behalf of the customer as reflected on b5.